Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed the right plunger case cracked. A review of the event history log confirmed the reported error had occurred. During functional testing, the reported error could not be duplicated. The root cause of the error could not be definitely determined. The pump's clutch-half's (left and right) with leadscrew and spring were replaced as a preventative measure. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.